Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. It is likely that manipulation of the wire, when resistance was met, contributed to the reported peeled/delaminated. There is no indication of a product quality issue with respect to manufacture, design, or labeling. D4 correction: lot #updated to 3080772.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous right coronary artery that is 95% stenosed. The lesion was pre-dilated with an unspecified balloon and the balance middleweight universal ii guide wire was attempted to be advanced; however, met resistance multiple times anatomy. Peeled off segments were observed at the core of the guide wire. The guide wire was removed without issue. Another wire was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.